Event description:
It was reported that occlusion alarms occurred, causing the customer's blood glucose (bg) readings to exceed 500 mg/dl or display as ¿high.¿ reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. At the time of the event, the customer's bg level was 342 mg/dl, and insulin was administered via a manual injection to address bg. The event resulted in no injury, and the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that occlusion alarms occurred, causing the customer's blood glucose (bg) readings to exceed 500 mg/dl or display as ¿high.¿ reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. At the time of the event, the customer's bg level was 342 mg/dl, and insulin was administered via a manual injection to address bg. The event resulted in no injury, and the customer changed the cartridge and infusion set to resume insulin therapy.